Manufacturer narrative:
The customer provided physio-control with the patient information. Fields a1, a2, a3, a4, and b7 have been updated.

Event description:
The customer contacted physio-control to report that their device unexpectedly powered off and would not power back on during a patient event. There were no reports of any adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined. H3 other text: device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device unexpectedly powered off and would not power back on during a patient event. There were no reports of any adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device unexpectedly powered off and would not power back on during a patient event. There were no reports of any adverse effects to the patient as a result of the reported issue.